Event description:
It was reported the patient had a magnetic resonance imaging (MRI) on (B)(6) 2014. A motor stall occurred on (B)(6) 2014 at 12:58. On (B)(6) 2014, stopped pump period may exceed tube set was at 12:58. The pump was interrogated on (B)(6) 2014 at 11:08 and showed a motor stall recovery occurred on (B)(6) 2014 at 11:12. The pump was updated at 11:40 and refilled via ultrasound. The pump was being used to deliver hydromorphone, clonidine, and compounded baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).